Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness and sweating. Upon arrival of the paramedics the patients pod was removed. The patient was treated with a glucose injections and advised to consume food. The patient did not go to the hospital.